Event description:
It was reported that during an unk procedure, the instrument did not clamp completely and did not cut. In addition, the instrument could not be angled. No patient harm nor significant delay reported.

Manufacturer narrative:
(B)(4). Date sent: 4/1/2024 d4: batch # 125c78 investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the ats45 device was received with no apparent damaged and with a 6r45b cartridge loaded on the device. The returned reload was partially fired 1/3. The returned device was tested for functionality with a test reload and it fired, cut, and all the staples formed as intended. The staple line and cut line were complete and the staples meet the staple form release criteria. The device closed and articulated without difficulties. The condition of the reload indicates that the device's firing cycle was interrupted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If the re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the reported event of "would not close and would not articulate", the instructions for use do contain the following caution: if a reload is not loaded, or is improperly loaded in the reload jaw, the anvil jaw will not close. If high resistance is felt when squeezing the closing trigger, check to ensure that the reload is present and the reload alignment tab is seated in the reload alignment notch. To articulate the instrument, turn the articulating lever until it comes to a stop in either direction. To rotate the instrument, turn the rotating knob by applying pressure in a clockwise or counter-clockwise direction. The instrument shaft will rotate freely in either direction. Position the instrument around the tissue to be stapled. Device history review a manufacturing record evaluation was performed for the finished device batch number 125c78, and no non-conformances related to the reported complaint condition were identified.